Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th november, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, arm detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields, b5 describe event and problem deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous b5 describe event and problem: on 11th november, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, arm detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 11th november, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, arm detached from the device. Additional information provided, suggested that the light head was separating at double fork elbow. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, arm detached from the device. Additional information provided, suggested that the light head was seperating at double fork elbow. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Defective part pwd/hld 500 double fork hd video bracket (ard368327998) was replaced and device back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 11th november, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, arm detached from the device. Additional information provided, suggested that the light head was separating at double fork elbow. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.